Event description:
Reporter indicated that the patient obtained a blood glucose result of 157 mg/dl, at 8:30., while using the suspect device. Based on this result, patient reportedly delivered their normal amount of insulin (50u). Reporter stated that, approximately 7 hours later, patient lost consciousness. Reporter indicated that emergency medical services were contacted, and upon their arrival (10 minutes later), patient's blood glucose value was low (exact value not provided), using paramedics' monitor. Reporter stated that patient was transported to the hospital and treated with an intravenous glucose solution. Patient was released the following day. Reporter alleged that the device was producing incorrect blood glucose values, which led to patient dosing their normal amount of insulin. Quality control solutions had not been run on the system. Patient's current condition: fine. Technical support requested the return of the suspect product and replacement product was shipped.